Event description:
The manufacturer received information alleging airflow stopped for some minutes. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and while the reported issue was not duplicated, the event log showed an error code which indicated that the device rebooted. The event log showed that the device powered on from a state of powering off at the time of rebooting and it took seven seconds until a flow resumed. As there was only a month left until device lease term ended, decision was made to cancel the repair and device was returned unrepaired.